Manufacturer narrative:
Concomitant medical products: product ID 978b128, lot# va2hzf4, implanted: (B)(6) 2022, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the reason for call was to request physician listings as the patient said that they need a revision and said that implanting physician will not do a revision. They said that they primarily feel stimulation in leg not in vaginal area since they received implant. When asked, they said they have tried all of the programs and said that stimulation is still in leg. They said that they did speak with implanting physician, as they said they don't believe that the lead is in the correct location however implanting physician said that lead is in the correct position. The patient was redirected to further address the issue with a healthcare provider.